Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The customer was issued a replacement device. Physio-control further evaluated the customers device and determined a faulty integrated circuit designator u9 on the digital pcb assembly was the cause of the reported issue. The device was destructively tested.

Event description:
The customer contacted physio-control to report that their device "cannot be power on during routine check." There was no patient use reported with the event.